Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The rv lead has been implanted for fifteen years. The trending showed stable impedance for a year. Technical services (ts) discussed that this type of trending is not likely indicative of a lead fracture and could be related to physiologic change. Ts recommended considering a commanded shock. The health care professional (hcp) mentioned it will follow up with the provided and considered wait until device change out in eleven months. This rv lead remains in service. No adverse patient effects were reported.